Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to detect the attached electrode pads and inappropriately shut down. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report of no ECG signal was not replicated or confirmed. The device was put through extensive testing including ECG acquisition and discharge testing without duplicating the report. The device was capable of acquiring a signal, advising a shock and discharging energy upon command. The customer's report of the device inappropriately shutdown is by design when a valid impedance is not recognized within 10 minutes. The device shutting down in this case is expected as the device did not recognize a patient impedance. The device was recertified and returned to the customer. It's important to mention the customer was using non-zoll electrodes that were not supplied as part of the investigation. No trend is associated with reports of this type.